Event description:
It was reported that a small volume folfusor did not flow. This occurred during patient connection. The device was filled with 16.42 ml of fluorouracil and 71.6 ml of 0.9% sodium chloride, and the expected infusion time was 22 hours. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from january 22, 2015 ¿ january 23, 2015. The device was received for evaluation with approximately 88 ml of fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was performed in which the device was observed for flow issues after the distal luer cap was removed; continuous flow was observed from the luer and continued without stopping until the bladder was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.